Manufacturer narrative:
(B)(4). E1 initial reporter telephone number - correction. H2 correction. H3 device not returned tomfg - correction. H6 health effect impact code - correction. H6 health effect - clinical code - correction. H6 investigation findings - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. A photograph was provided for investigation. The allegation was confirmed via photographic inspection as a detached sensor wire. The probable cause could not be determined. No additional event or patient information is available. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).